Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive on june 05, 2026 for 15-100 cfus of pseudomonas aeruginosa. The device was retested on june 10, 2026 for >100 colony forming units (cfus) of escherichia coli. The device was retested again on june 13, 2026, and it tested positive for 10-100 cfus of escherichia coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.